Manufacturer narrative:
H10: the actual device was received for evaluation. A flow accuracy test was performed on the device and the fluid flowed in the right direction. The reported condition was not verified. The event history log review showed that one day before the reported event, the first programmed delivery from the primary bag was set at 1100u/hr at a rate of 11ml/hr, with a volume to be infused (vtbi) of 42.8ml. Twenty one minutes later (the day after infusion was initiated and on the date of the reported event), the infusion was manually stopped after the delivery of 3.9ml. The second infusion was immediately started with a dose of 1100u/hr at a rate of 11ml/hr and vtbi of 250ml. Approximately seven hours later, the infusion was manually stopped after the delivery of 81ml. Approximately six hours later, the pump was programmed for the third time, with an infusion dose of 155mcg/min at a rate of 155ml/hr and vtbi of 500ml. The infusion was manually stopped four times after the delivery of 25.6ml/hr. The pump rate and dose were changed 41 times during that time. No evidence of infusion anomalies was observed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The cause of the reported problem could not determine. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment in the intensive care unit with a spectrum iq pump infusing norepinephrine, 32mg/500ml at 30mcg/min = 30cc/h, an unspecified alarm and blood return was observed. A vasopressin infusion (1u/h = 2.5ml/hr) was connected into the proximal port of the norepinephrine. The cardiac monitor alarmed and it was noted the patient¿s blood pressure ¿was dropping¿. Blood return was observed from the patient's vascular access to the median port of the vasopressin. It was noted that blood was observed to be dropping from the median port. The patient was treated with norepinephrine (intravenous " IV push"). The vasopressin was stopped and disconnected from the pump. The norepinephrine infusion was continued. The nurse primed another bag with new tubing of vasopressin and reconnected. The infusion was restarted, and the patient was stabilized. Another norepinephrine IV bag with new tubing was primed and infused. The patient outcome was reported as stable. No additional information is available.